Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device, the most likely course of the event was the high stick. It should be noted that the mynxgrip instructions for use (IFU) warnings indicates that "do not use the mynxgrip vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed." A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: this was a retroperitoneal bleed case. It was a diagnostic procedure. At the end of the procedure, a groin angiogram was taken and the decision was made to close the groin with the mynx vascular closure device. The deployment was normal. Pressure was held for 3 minutes after the deployment. A hematoma of over 6 cm was noted above the stick side. The patient was brought back to the table (catheterization laboratory) and an additional interventional surgery was required. The interventional surgery was performed by a different doctor who is an interventional cardiologist. During the surgery an arteriogram of the groin was performed and it was noted that there was a retroperitoneal bleed due to an extravasation of the artery at the stick side. The physician performed a balloon angioplasty to resolve the retroperitoneal bleed. The patient's hospitalization was prolonged as a result of the event. The patient was discharged the following day ((B)(6) 2015). Procedure type: diagnostic coronary sheath size: 6f vessel size: 6 mm stick location: high